Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had damage. Customer's blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer stated that they changed the battery cap five times, new batteries say it was dead. Customer stated that the insulin pump had crack across the screen and crack at the battery casing. Customer also stated that the sound different than before like it was lower and sounds like it was struggling. Customer stated that the insulin pump had unexplained no insulin delivery alarms. Customer stated that they press the light button it takes a while before it responds. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.